Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The electronic lot history record for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis; therefore, the part and lot numbers were not reported. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that on (B)(6) 2013, during a left anterior descending (lad) coronary artery stenting procedure, dr (B)(6) requested a 2.75x18mm xience stent delivery system (sds) but was accidently handed a 2.5x8mm xience sds. He advanced the wrong size sds to the lesion without resistance. Once about to deploy the stent, he noticed under fluoroscopy that the stent was too short. The device was removed without reported issue and the sds integrity was not checked once outside the anatomy. Dr (B)(6) was given the 2.75x18mm xience and stented the lesion without reported issue, completing the procedure. The following day, dr (B)(6) was reviewing the patients procedure films and realized there was a second stent distally in the lad and it was the 2.5x8mm stent used prior. The patient was informed of the second stent. One of the physicians offered to retrieve or crush the extra stent however, the patient refused further treatment and did not show to the follow-up visit. The patient is now taking medications for life based on the dislodged stent. There was no additional information provided.